Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Most likely underlying root cause of malfunction noted in the complaint: user had an inaccurate reference.

Event description:
Consumer complaint of high blood results. Expected blood glucose results fasting range from 170-210 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call about three hours after meal ((B)(6) 2015; 9:51 am), 323 and 449 mg/dl. Verified storage of test strips is within specification since they are kept in bedroom. Test strip lot manufacturer's expiration date is 04/30/2017 and open vial date is (B)(6) 2014. Recall test results performed fasting from meter memory: (B)(6), 8:53 am - 526 mg/dl; (B)(6), 8:52 am - 491 mg/dl; (B)(6), 6:06 am - 338 mg/dl; (B)(6), 5:51 am - 312 mg/dl; (B)(6), 7:02 am - 336 mg/dl. No adverse event reported.